Manufacturer narrative:
Poor wound drainage - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch 49731isp, mfg date: 06/25/2009, exp date: 07/31/2009. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-00009. The same pt is represented in each medwatch.

Event description:
It was reported that a pt underwent a laminoplasty (elap) procedure in 2009. The drain was placed epidurally and functioned properly upon first activation. After two hours, there was about 30ml of drainage in the reservoir, however, the pt complained his arms became paralyzed. The nurse milked the drain but the pt's symptoms were the same, therefore, the surgeon opined that a hematoma formed in the pt's head. A re-operation was performed the same day to remove the hematoma and two 15 fr drains were inserted. The surgeon opined that the 10 fr drain was thin for this operation and that the hematoma coagulated earlier than expected and the drain could not suction it. The pt was stable and left the hospital the following month.